Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, regarding not displaying video image was due to a faulty patient board causing no image with the 180 scopes and may have resulted in the phenomenon but the cause of the faulty patient board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that an image was not produced and the video image was distorted. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using the same olympus, model cv-190, evis exera iii video system center and an olympus, model series 190 scope. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed - no image was present when the returned device was tested with olympus, model series 180 scopes. The cause of the problem was assigned to a printed circuit board failure (patient board set). The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.